Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was failed. A field service engineer (fse) identified a missing magnet, and the inseparable was replaced to resolve the issue. The drawer was recovered, and the functionality was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿medstation¿ es, drawer 6 cubie was failed to stay closed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 cubie was failed to stay closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.